Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to breakage of circuit board at the scope connector which occurred by water invasion of the connector. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Inspection of the endoscopic image. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: precaution for disappeared or frozen endoscopic image: ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.¿ ¿connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result.¿ ¿make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction.¿ ¿do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result.¿ ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd.¿ important information ¿ please read before use -warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was no image. This is attributed to fluid invasion of the scope connector. However, the image was available after aeration of the scope connector. Other observations for the device are: play of control knobs; distal end plastic cover has dents and scratches; insertion tube has surface scratches; and light guide tube has dents and scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, an e315 scope error was received for the device, indicating no image only a black screen. There is no reported harm to any patient.